Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pilot shaft threads broke off while reaming the femur.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint. Review of the provided photographs confirmed the tip damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.